Event description:
A patient's catheter was explanted and replaced on (B)(6) 2011 due to decreased efficacy. A break, tear, or hole was indicated in regards to the catheter. It was further noted that when the physician tried to remove the connector, "white particles came off; the rest was stuck on pump." A rotor study was performed, however results were not reported. The patient was without injury, and had recovered without sequela. Drug delivered via the device was lioresal. Additional information will be provided in a follow-up report as it becomes available.

Event description:
Additional information received indicated that the "connector came apart" in regards to the catheter. It was further noted that the silicone part came off, and the metal part stayed on.

Manufacturer narrative:
Very little of the catheter, with the sutureless connector (sc), was returned to the manufacturer. Analysis of the same revealed no significant anomaly, however the partial catheter / sc were noted as having been very damaged during the replacement procedure. The partial catheter showed signs of a tool having been used on it.

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2011-(B)(6), explanted on: 2011-(B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.